Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 01/14/2011 by fax and mail. A completed questionnaire was rec'd on 01/20/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has blurred vision, has trouble reading, and sees starbursts which makes driving at night difficult. He reported that his doctor plugged his tear ducts to help with his dry eye, but this made his eyes worse. He stated that one day after the surgery, his vision was really good. Then, at his postoperative visit, the surgeon removed a stitch and the following morning, he noticed his vision had "gotten really bad and has never been good since, except for the distance, which has improved a bit." The consumer also reported that his surgeon told him he had astigmatism and that it was contributing to his visual issues. The consumer felt his lens is not centered, or may be moving in his eye, as his vision fluctuates with blinking. He has sought a second opinion who recommended eyeglasses, but the prescription is unfilled. In a f/u, the surgeon indicated that the pt's ocular history includes previous lasik procedure, drusen, and epiretinal retinal membrane. An unapproved viscoelastic was used during the implant procedure.